Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from possible device migration and erosion through skin reported to stimwave on february 25, 2019, by stimwave territory manager, (B)(4). On (B)(6) 2019, the territory manager was made aware that a patient's stimulator migrated caudally from its original placement, and was explanted on (B)(6) 2019. The patient did not report any new pain, other side effects, or injury. Immediately following notification, stimwave quality contacted the territory manager to discuss the events leading up to awareness of the issue. The patient was implanted with the stimq peripheral nerve stimulator (pns) system on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) and one (1) stimq spare lead (stq4-spr-b0) was implanted off-label at the c2/c3 vertebral level to treat the patient's occipital neuralgia. There were no complications during the procedure. The patient experienced pain relief after the procedure. The territory manager reported that the implanting clinician was aware of the stimq pns system indications for use and the off-label nature of the procedure performed on (B)(6) 2019. Because the procedure was off-label, stimwave could not review the clinician's implantation procedure against the indications for use, but the territory manager was able to recount the implanting clinician's technique on (B)(6) 2019. The implanting clinician made the initial incision for. The implanting clinician made incisions caudal from the c2/c3 vertebral level and advanced the devices cranially to left and right of the midline until the electrodes were at the desired target nerves. The territory manager stated that the implanting clinician did not suture the devices at this incision before making a second incision and tunneling the devices to at the back of her neck. The implanting clinician created a subcutaneous pocket, coiled the ends of the devices and sutured the devices to surrounding tissue before closing the incision. There were no complications to patient's procedure and patient was discharged the same day. On (B)(6) 2019, the territory manager was informed by the patient that he was treated at a local hospital because the device was slightly visible through the healing needle entry site, but not causing pain, swelling, or present with any signs of infection. The hospital explanted only the migrated device, and the patient was discharged. The patient informed the territory manager that he was continuing to receive significant pain relief with the device up to the point of explant and expressed interest in a revision procedure. The patient told the territory manager that while he did not experience any pain or symptoms related to the migration and because he was receiving good therapy did not suspect any issues with the device until his partner identified it on (B)(6) 2019. Additionally, the patient suspects that a the migration was likely a result of the sudden moment he had made with his head and neck while the device was scarring in. The patient did not report any new pain or adverse event following the explant and has contacted the implanting clinician and scheduled device revision on (B)(6) 2019. While clinicians are aware that neurostimulators have been used for occipital stimulation, the stimq pns system has not been evaluated for safety and efficacy for occipital placement and treatment of occipital neuralgia. While the procedure performed was off label, the stimq pns system instructions for use (IFU 05-0669-2, page 24, k171366), directs implanting clinicians to secure the stimulator at the needle entry site by tying 2-0 non-absorbable suture around the stimulator and tissue near the needle entry site before creating the subcutaneous receiver pocket, tunneling the receiver, and anchoring the receiver. It is likely that as designed, the tines of the device maintained the electrodes placement. When the patient suddenly jerked his head and neck, the unsecured portion of the device mobilized and was protruding through the healing incision site. Approximately nine (9) days had passes from procedure to issue onset, which is not sufficient time for the device to fully heal. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. It is possible that noncompliance to migration mitigation steps as detailed in the receiver instructions for use may have contributed to the issue. Stimwave believes that impact of the patient's sudden movements contributed to the migration of the devices. Given that the patient experienced no pain or adverse events with the device following the permanent implant procedure, and without adequate device securement to surrounding tissue, any jarring or significant impact a human body experiences affects the final position of newly implanted device. For this reason, newly implanted patients are advised to refrain from strenuous activity to allow time for scar tissue to help stabilize the devices in the body in addition to anchoring techniques employed by implanting clinician. It is possible that migration could have been prevented if the implanting clinician secured the stimulator at the needle entry site. Stimulator migration is a known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. Stimwave believes that if the implanting clinician would have followed the IFU, securing the stimulator and anchoring the receiver, this kind of adverse event is less likely to occur. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to the implanting clinician's noncompliance to device indications for use detailed in the product's instruction for use (IFU, 05-0669-2, page 4, k171366): the stimq peripheral nerve stimulator (pns) system is indicated for pain management in adults who have severe intractable chronic pain of peripheral nerve origin, as the sole mitigating agent, or as an adjunct to other modes of therapy used in a multidisciplinary approach. The stimq pns system is not intended to treat pain in the craniofacial region. The stimq trial lead kit is only to be used in conjunction with the stimq stimulator receiver kit. The trial devices are solely used for trial stimulation (no longer than 30 days) to determine efficacy before recommendation for a permanent (long term) device. The root cause is also likely attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is attributed to off-label use and that migration is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from february 25, 2019 regarding the complaint and the root cause investigation. The source of the issue is attributed to the implanting clinician's noncompliance to device indications for use detailed in the product's IFU, and physical stress and strain on the sutures as a result of the patient's movements. Stimwave has informed all parties that the product was not the source of the issue. Stimwave reiterated the stimq indications for use with the territory manager on february 15, 2019. The territory manager affirmed that he would communicate the stimq indications for use with the implanting clinician to ensure that all future cases with the stimq pns system comply with documented implant procedures and migration mitigation steps. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as migration can lead to an injury, and medical or surgical intervention may be required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event.

Event description:
The patient was implanted with the stimq peripheral nerve stimulator (pns) system on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) and one (1) stimq spare lead (stq4-spr-b0) was implanted off-label at the c2/c3 vertebral level to treat the patient's occipital neuralgia. There were no complications during the procedure. The patient experienced pain relief after the procedure. The territory manager reported that the implanting clinician was aware of the stimq pns system indications for use and the off-label nature of the procedure performed on (B)(6) 2019. Because the procedure was off-label, stimwave could not review the clinician's implantation procedure against the indications for use, but the territory manager was able to recount the implanting clinician's technique on (B)(6) 2019. The implanting clinician made the initial incision for. The implanting clinician made incisions caudal from the c2/c3 vertebral level and advanced the devices cranially to left and right of the midline until the electrodes were at the desired target nerves. The territory manager stated that the implanting clinician did not suture the devices at this incision before making a second incision and tunneling the devices to at the back of her neck. The implanting clinician created a subcutaneous pocket, coiled the ends of the devices and sutured the devices to surrounding tissue before closing the incision. There were no complications to patient's procedure and patient was discharged the same day. On (B)(6) 2019, the territory manager was informed by the patient that he was treated at a local hospital because the device was slightly visible through the healing needle entry site, but not causing pain, swelling, or present with any signs of infection. The hospital explanted only the migrated device, and the patient was discharged. The patient informed the territory manager that he was continuing to receive significant pain relief with the device up to the point of explant and expressed interest in a revision procedure. The patient told the territory manager that while he did not experience any pain or symptoms related to the migration and because he was receiving good therapy did not suspect any issues with the device until his partner identified it on (B)(6) 2019. Additionally, the patient suspects that a the migration was likely a result of the sudden moment he had made with his head and neck while the device was scarring in. The patient did not report any new pain or adverse event following the explant and has contacted the implanting clinician and scheduled device revision on (B)(6) 2019. While clinicians are aware that neurostimulators have been used for occipital stimulation, the stimq pns system has not been evaluated for safety and efficacy for occipital placement and treatment of occipital neuralgia. While the procedure performed was off label, the stimq pns system instructions for use (IFU 05-0669-2, page 24, k171366), directs implanting clinicians to secure the stimulator at the needle entry site by tying 2-0 nonabsorbable suture around the stimulator and tissue near the needle entry site before creating the subcutaneous receiver pocket, tunneling the receiver, and anchoring the receiver. It is likely that as designed, the tines of the device maintained the electrodes placement. When the patient suddenly jerked his head and neck, the unsecured portion of the device mobilized and was protruding through the healing incision site. Approximately nine (9) days had passes from procedure to issue onset, which is not sufficient time for the device to fully heal.